Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. IFU outlines guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported event however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Stroke is a known potential complication associated with all patients implanted with vads. The controller will be returned for evaluation. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the "patient fell and hit his head and was transferred to hospital." As per the "vad coordinator, that the patient presented to his local emergency room(ER) with controller alarms." "Upon arrival at the hospital, the patient had acute neurological changes." "Stat CT scan showed embolic stroke, parietal and cerebellar." "Patient was found to be sub-therapeutic with inr (1.2) as he had stopped taking his coumadin." "Patient was also hypertensive with map 115 mmhg." Patient was "started on IV heparin drip." It was stated that "neurosurgery was notified, however, by the time patient was evaluated by neurosurgery, neuro status was resolving back to baseline." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
The patient's anticoagulation was reported to be uncontrolled because he was not reliably taking his coumadin. Prior to his discharge to "a facility" the patient underwent a thrombectomy of the upper and lower extremity and was seen by social work. The patient is reportedly medically indigent and his family is refusing to care for him. The medical team does not believe the reported event is related to the device. Clinical factors that may have contributed to the reported event are the patient's poorly controlled hypertension, uncontrolled anticoagulation, poorly controlled diabetes, and recent substance abuse; accompanied by ongoing social and psychological issues. With review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the embolic stroke are the patient's poorly controlled anticoagulation and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.